Event description:
A malfunction was reported on the customer's pump, customer¿s blood glucose (bg) level was 300mg/dl. The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided the customer with information on resetting the pump and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.